Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion and excessive no delivery test due to motor error alarm. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. Pump received with cracked reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The patient¿s blood glucose level was 135 mg/dl at the time of the incident. The customer stated that the insulin pump was exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.